Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reported from end user: "had an implant put in a little over 2 years ago and it was the wrong size and they didn¿t secure it correctly so had to have a second surgery at which point the doctor detached it, against my wishes. Now I have an implant that is not only too small but also migrates to the left side when I get an erection. I have another surgery scheduled at which point the are going to put in a larger implant and secure it. I will not be going back to the same doctor, I will be having the procedure done in madison wisconsin at the end of august.

Event description:
This follow-up MDR is created to document the additional event information received for record #604164. According to the available information the inflatable testicular prosthesis was implanted on 12/05/2017 and removed/replaced due to incorrect size/migration. Additional information received from the end user indicated: ¿had an implant put in a little over 2 years ago and it was the wrong size and they didn¿t secure it correctly so had to have a second surgery at which point the doctor detached it, against my wishes. Now I have an implant that is not only too small but also migrates to the left side when I get an erection. I have another surgery scheduled at which point the are going to put in a larger implant and secure it. I will not be going back to the same doctor, I will be having the procedure done in madison wisconsin at the end of august.¿ the device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of migration quality accepts the physician¿s observations as to the reason for surgical intervention.as no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.